Event description:
An attempt was made to use an assurant cobalt in a patient. The target lesion, located in the common iliac artery, was described as moderately tortuous, calcified with 90 % stenosis. The device was inspected and prepped prior to use with no abnormality noted. The device was placed in the target lesion with no issue reported; however, it was reported that once at target lesion the physician had the impression that the selected stent would have been too long for the lesion and decided to remove the device in order to implant a stent of smaller size. However it was reported that, during device withdrawal, the stent dislodged from the delivery system. The physician used a snare device to retrieve the dislodged stent, which necessitated upsizing of sheath to 8fr to allow retrieval. The stent was successfully retrieved and the procedure was completed by using another stent. However it was reported that increase in the sheath size caused difficult hemostasis at the end of procedure with some blood loss and blood pressure drop to patient. The patient was transferred to another facility for overnight monitoring and repeated blood checks. No further patient complication was reported and no other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device -calcified iliac vessel with 90% stenosis. Inherent risk of procedure-stent dislodgement. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure-stent dislodgement. Device failure/lack of effectiveness related to patient condition-calcified iliac vessel with 90% stenosis. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).